Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The technical service representative trouble shot the unit to determine why it shut off during transport. Operated the unit on battery in attempt to get the unit to shut down. Inspected all cables and did not find the fault. Inspected the battery and patient unit connections and did not find a fault. While troubleshooting the battery indicators was at full but immediately dropped out and shut off. Determine fault was due to battery failure. Replaced batteries and performed a preventative maintenance with full functional test and calibration. Unit returned to service. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down. After restarting the iabp, it shut down. After restarting the iabp, it shut down again. No patient injury was reported.